Manufacturer narrative:
Title: initial experience with aortic valve replacement via a minimally invasive approach: a comparison of stented, stentless and sutureless valves citation: medical science monitor (2017) 23:1645-1654 (doi 10.12659/msm.901780) authors: konertz, johanna et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the results after minimally invasive stented, stentless and sutureless valve. All data were collected from a single center between january 2010 and june 2015. The study population included 79 patients, 27 of which were implanted with a medtronic 3f surgical valve. The patients implanted with the medtronic device were predominantly male with a median age of 71.1 years. Serial numbers were not provided. Among all patients implanted with a 3f valve, adverse events included: atrial fibrillation (afib) treated with medication, electrocardiogram (ECG) changes treated with a permanent pacemaker implant, increased gradient measurements, mild regurgitation and bleeding treated with re-exploration. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.